Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that multiple no external power alarms were observed. It was reported that the patient accidentally unplugged the mobile power unit on the (B)(6) 2019, but the patient does not have rationale or recollection of the other alarms. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of multiple no external power alarms regarding the mobile power unit (mpu) was confirmed via the log files. Two log files were reviewed, containing data that collectively spanned 73 days (05nov2019 ¿ 20dec2019 per time stamp and 25dec2019 ¿ 22jan2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on 13 different days while the mpu was in use. These alarms appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased during each alarm. The alarms resolved when power was restored to the system. No other notable events related to the mpu were observed throughout the log files. The mpu (serial number (B)(6) was not returned for analysis. Per additional information, the no external power alarms occurred due to the mpu¿s ac power cord becoming loose from the wall outlet. However, the patient was said to have been given a v-lock cable. The root cause of the loss of ac power events within the log files appeared to have been the mpu¿s ac power cord becoming loose at the wall outlet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that these loss of external power are due to the patient ¿accidentally¿ unplugging the mpu from the wall outlet.